Manufacturer narrative:
Medical device lot #: 4318841. Medical device expiration date: 01/31/2019. Device manufacture date: 11/14/2014. Medical device lot #: 4267542. Medical device expiration date: 09/30/2016. Device manufacture date: 09/24/2014. Results - bd received samples from the customer facility for investigation. The samples were submerged under water and no leaking was observed. The samples were further evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the bd vacutainer® push button blood collection set, had blood leaking from the base of the hub following engagement of the safety device. No medical intervention or injury reported.